Event description:
Information received from the field notes that the patient presented in the emergency room in complete heart block. The patient had an escape rate of about 18-20 bpm after a syncopal episode at home. The device exhibited no output and an ECG showed no pacing artifacts. Attempts to interrogate the device with two different programmers were unsuccessful and no magnet rate could be obtained.